Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (damaged cable or wires exposed) was confirmed. Upon investigation, the distribution node (dn) to rear therapy electrode (te) cable was pulled from the strain relief. This resulted in an intermittent connection between the cable and dn. The root cause of the damaged cable could not be positively identified but was likely excessive force. No adverse event resulted from the damaged cable. The pt received a replacement electrode belt.

Event description:
A (B)(6) female pt contacted zoll customer support to report a pulled cable on her electrode belt. The pt was issued a replacement electrode belt.